Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was hard to press for respond. The customer¿s blood glucose level was unknown. The customer stated that plastic pieces was chipping on the insulin pump. The customer stated that unusual noises than when first received insulin pump during rewind process. Customer also stated that insulin pump had scratches on the screen as well as all over the insulin pump. The insulin pump will not be returned for analysis.